Event description:
It was reported that during implant of the right ventricular (rv) lead, noise was visible on the ventricular electrogram (egm) which caused false ventricular sense and fibrillation sense signals that began to accumulate. It was also reported that during pocket manipulation and while applying pressure the phenomenon reoccurred. The physician assumed the rv lead was damaged during the suture phase. Therefore the rv lead was removed and replaced with a new lead. However the phenomena repeated. So the device was replaced instead and the phenomena ceased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the full lead was returned, analyzed and all insulators were breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed) and the lead appeared damaged at implant. (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.